Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. The keypad anomaly could not be verified due to the blank display. The insulin pump was received with minor scratches on the display window, scratched case, cracked display window corners, cracked belt clip slot and a cracked reservoir tube lip.

Event description:
It was reported that the customer was pushed into water with the insulin pump and the pump was no longer responsive. Moisture was also reported to be behind the display of the insulin pump. The patient's blood glucose was 8.0 mmol/dl. Nothing further was reported.